Event description:
The customer reported that the cuff of the tracheostomy tube leaked during patient use. The patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.